Event description:
Dr returned unit for repair indicating, it had burned a pt's mouth. After calls on (B)(6)2008, (B)(6)2009 and (B)(6)2009, we have not been able to obtain more info.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.